Event description:
It was reported: the device stopped functioning during the surgical procedure. The failed service technician found a ceramic disk of a valve broken. No injury reported.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up- report.